Manufacturer narrative:
Additional information related to be event will be available after the investigation of the device, which could be addressed in a follow-up report. According to available information, no consequences for the patient.

Event description:
A series of clots appeared in the centrifugal heads. The incident occurred on the same patient two days apart. The circuit was completely changed.